Event description:
Boston scientific received information that this patient with this device exhibited noise on all channels as well as pacing inhibition of greater than 2 seconds of asystole. The physician believes that it is likely due to a device header issue. The patient stated they were feeling dizzy when they did repetitive lifting at their job. A non-invasive programmed stimulation (nips) study was performed and it showed that the left ventricular (lv) lead impedances were high in bipolar but in extended bipolar they were ok, the right atrial (ra) lead impedances were greater than 2000 ohms, and the shock lead impedances were greater than 125 ohms. A lead revision was scheduled, but when they checked all the leads through the pacing system analyzer (psa) they all tested fine. A new device was implanted and all the chronic leads were checked and were all within normal ranges. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.